Event description:
It was reported that the coating seems to have holes, the light came through during the laser (visible with glasses). Not the fiber, but the coating from the connection device to the fiber. There was no indication of how the procedure was completed. There was no reported clinical consequences to the patient.

Event description:
It was reported that, during a photoselective vaporization of the prostate procedure, light appeared to be coming through the coating from the connection device to the fiber, suggestive of holes in the coating; this occurred during lasing and was visible with glasses. There were no reported clinical consequences to the patient. Despite multiple attempts to obtain further information, there was no indication of how the procedure was completed. The device was returned to boston scientific for laboratory analysis.

Manufacturer narrative:
The device history record (DHR) confirmed that the devices met all material, assembly and performance specifications. Analysis of the returned device was not able to confirm the reported complaint. The fiber was tested with hene laser fixture, and the aim beam was present at fiber output window. There are no signs of breakage or abnormal holes found along the fiber and fiber tip. Mild devitrification was observed. Fiber tip devitrification is normal degradation of the fiber which occurs through use of the fiber. It is caused by heat accumulation at the fiber tip causing the glass at the firing window to crystallize. Based on the information currently available, an evaluation conclusion code of no problem detected was assigned to this investigation. The manufacturer has reviewed all information and determined this event no longer meets the requirement of the reportable event for the device in question.